Event description:
During use in a knee surgery the tip of the device broke off in the knee of the patient. An x-ray was taken confirming that the piece remained in the patient. No additional information is available at the time of this report.